Manufacturer narrative:
Evaluation of the returned ace60 revealed that the proximal shaft was kinked. This damage is likely the reported mid-shaft kink. If the device is forcefully advanced against resistance during the procedure, damage such as this may occur. This damage likely contributed to the reported aspiration issue during the procedure. Further evaluation of the device revealed that the proximal shaft was ovalized at the kinked location. If the device is forcefully mishandled during use, damage such as an ovalization may occur. This ovalization likely contributed to the resistance during advancement and forceful advancement against this resistance likely contributed to the observed kinks in the proximal shaft. During functional testing, resistance was encountered due to the ovalization while advancing the ace60 through a demonstration neuron max and the ace60 could not be advanced any further. Evaluation revealed ovalization at the distal tip. This damage was likely incidental to the complaint. During functional testing, the ace60 was able to aspirate water without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the ace60 through the neuron max into the target location. The physician then initiated aspiration; however, it was noticed that no thrombus could be aspirated out. Subsequently, it was noticed that the ace60 was kinked at the mid-shaft. Therefore, the ace60 was removed. The procedure was completed using a non-penumbra stent and the same neuron max. There was no report of an adverse effect to the patient.